Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This issue was discovered during filling. The device was being filled with an unspecified cytotoxic solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between may 4, 2021 to may 5, 2021. H10: the device was received for evaluation. A visual inspection was done which observed fluid inside a bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be untightened red luer cap. The red luer cap is a non-baxter device. A functional leak test was performed by filling the unit with green colored water to the nominal volume. After fill and prime, to ensure the red luer cap is securely connected to the device, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. Thereafter, the unit was being monitored until the next day. The next day, no signs of leak were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the red winged cap. Proper user instructions are addressed in the product labelling (IFU, instructions for use) which are inserted into the device packaging. The IFU indicates to make sure the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.